Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a door shut on the pump and the pump touch screen was shattered and unresponsive. Reportedly, the pump was no longer functional. The customer's blood glucose level was 165 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.